Event description:
The suspect device result was 460 mg/dl. The user went to the hospital and their glucose was 126 mg/dl per a lab test. No treatment was provided. They went back home and tested on the suspect device and the result was 465 mg/dl. Controls were not used. The device was replaced and requested to be returned for evaluation.